Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device fired as expected. However, it was determined postoperatively that there was a post-op bleed and the patient was taken back to surgery. During the second procedure the patient was found to have a bleed at the gastrojejunal staple line. The bleed was control using a suture technique. The device was discarded following the initial procedure.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Additional information provided: what device was used for the proximal and distal transaction of the bowel? On what tissue type was the device used? Powered echelon stomach and jejunum. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? None. Was the spike of the trocar inserted through bowel lateral or through the staple line? Just above the staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Heard click. When the device was fired, what was the location of the indicator within the gap setting scale? All the way down. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes staple line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Heard crunch. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? Pt was scoped after and he also checks the donuts. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. On what post op day did the bleeding occur? Same day. Where was the anastomotic leak? I.e. In the anastomic ring? At the line of transection? Ring. Did the surgeon observe any malformed staples or missing staples missing in the anastomotic ring or at the line of transections? No. How was the bleeding corrected? Took pt back to surgery and oversewed area of leak did the patient require any blood products? No. The event indicates the patient was scoped. Reason for scope? Is it possible that the scope caused bleeding? He always scopes his pts. To check for bleeding. It is unlikely that it caused the bleeding as this surgeon does his own scopes